Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer is alleging that the controller of her heating pad overheated and burned. There were no reports of injuries or property damage with this incident.